Event description:
It was reported that patient underwent total bi-polar arthroplasty in 2007. During procedure, surgeon was unable to assemble the liner in the shell. Alternate product was used to complete the procedure with no impact to patient.

Manufacturer narrative:
In response to recent (2008) FDA audit, event was reassessed and determined to meet reporting requirements as device malfunction. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. This report filed on april 15, 2008.